Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2023. When trying to clip the stalk of a polyp, the clip was able to grasp and close onto tissue, but the clip would not release from the catheter. There were no patient complications reported as a result of this event.